Event description:
It was reported that a pseudoaneurysm occurred. A left atrial appendage closure (laac) procedure was performed on (B)(6) 2024. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was used. The patient was reported to have arrived at the emergency room (ER) on (B)(6) 2024 with groin pain. The patient was found to have a pseudoaneurysm of the right femoral artery and chronic deep vein thrombosis (dvt) of the femoral vein of right lower extremity (rle). The patient was given a thrombin injection for repair of right femoral pseudoaneurysm and was discharged on (B)(6) 2025.